Manufacturer narrative:
(B)(4): the customer reported that the pacer function was going on and off. There was no report of any negative pt impact. The complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that the pacer function was going on and off. There was no report of any negative pt impact.